Event description:
It was reported the pt's pump was replaced. The reason for the revision was not reported. After the revision, it was stated the pt had fluid aspirated from the pump pocket. The medication being delivered via the device system was not reported. The new device info was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.